Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed unexpected restart during normal use. Customer's blood glucose was 156 mg/dl. Customer was advised the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to connector on interface board broken solder joint. The insulin pump was received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.